Event description:
During an atrial fibrillation procedure, the sideport detached from the sheath while flushing. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating on the extension tubing. A corrective action has been initiated to prevent sideport events.